Event description:
Additionally, due to the occlusion alarms, the customer believed that the bolus did not complete delivery and stacked insulin resulting in a blood glucose (bg) level of 67 mg/dl. Customer consumed candy to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. A supply change was performed and insulin delivery was resumed. Blood glucose was 240 mg/dl.